Event description:
It was reported that left ventricular (lv) lead displacement occurred and it was noted the lv lead was displaced as the patient¿s heart beat. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.